Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 9042986. Investigation summary: customer returned a photos of a loose 1cc u40 insulin syringe. Customer states that there is foreign matter in the insulin syringe during usage. The photo was examined and exhibited a dark piece of material in the barrel of the syringe. It is difficult to determine the identity of this material solely from a photo. A review of the device history record was completed for batch# 9042986. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the photo. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringe 1.0ml 29ga 1/2in experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: insulin syringe was sold with insulin injection. Medical personnel noticed foreign matter in the insulin syringe during usage.